Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that several hours after the initial implant procedure, this patient with third degree av block had lost stimulation. As a result, the pocket was reopened and the connection was confirmed to be appropriate. The right ventricular lead was tested and did not reveal any anomalies. Therefore, this device was explanted and a new device was implanted. No additional adverse patient effects were reported.